Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history reviewed: 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. A complaint database search found 2 related additional reports against the provided product and lot combination. Total for lot number: 3 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search found 2 related additional reports against the provided product and lot combination. Total for lot number: 3 (B)(4). No code available (3191) was used to capture joint contracture and medical device removal.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed: 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search found 2 related additional reports against the provided product and lot combination. Total for lot number: 3 (B)(4). H10 additional narrative:  correction: h6 (device).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending product liability. Knee revised to address a failed total knee. Revising surgeon noted that the tibial base plate was grossly loose, at an unspecified interface.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Medical records alleges edema and flexion contracture.